Manufacturer narrative:
Investigation: one convenience tray of twenty-five syringes was provided for investigation by our quality engineer team. Through examination of the returned sample, foreign matter was identified within the tray. Fourier transform infrared spectroscopy (ftir) analysis was performed on the foreign matter. The ftir analysis results indicated that the foreign matter was ink. As the convenience tray lids are printed, they move down a conveyor. Ink residue was found to accumulate at the end of the printing machine's conveyor. Ink residue was found to accumulate at the end of the printing machine's conveyor. When the lid involved in this incident came into contact with the end of the conveyor, it became contaminated with ink residue. This defect was undetected during the production process of lot number: 9213387, as all inspected product was found to be within specification. A preventive maintenance plan has been initiated to prevent this defect from recurring.

Event description:
It was reported that prior to use foreign matter was discovered in sterile syringe tray with a bd 1 ml syringe luer slip tip convenience pak. The following information was provided by the initial reporter: it was reported that a foreign substance was found in one of the customers sterile syringes trays.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered in sterile syringe tray with a bd 1 ml syringe luer slip tip convenience pak. The following information was provided by the initial reporter: it was reported that a foreign substance was found in one of the customers sterile syringes trays.